Event description:
The user facility reported that the listed device was in use with the patient for 2 weeks, when the inflation line was found detached from the tracheostomy tube. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the evaluation results once it is completed.